Event description:
It was reported that the balloon could be removed from a 5 f terumo sheath only by using force, although the balloon was deflated.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample was evaluated. The introducer sheath involved in this event was not returned for evaluation. Upon initial inspection of the catheter, the catheter had no visible damage to the shaft and the balloon appeared intact. A .035 inch guidewire was inserted into the catheter without any problems. The balloon was introduced and removed from two different 5f introducer sheaths. The catheter was easily removed from the introducer sheaths. The results of the investigation were unconfirmed. The problem could not be reproduced.